Event description:
It was reported that the intraocular lens (iol) was stuck in the cartridge and the cartridge was damaged. The surgeon implanted another iol. The cartridge tip was in contact with the patient's eye and the issue was identified during implantation. Through follow-up, we learned that the tip of the cartridge was damaged. No further information was provided.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #: a complete model # is unknown, as product serial number was not provided. Section d4 - catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Section d4 - serial#: unknown/ not provided section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - other (81): the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product lot number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 05-sep-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the received cartridge revealed that it was cracked at the cartridge tip. Viscoelastic residue was distributed through the length of the cartridge. The lens was torn and a piece of it was sticking out of the cartridge tip crack. Additionally, a portion of the haptic was detached. The lens could not be removed for further evaluation. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: further information was received regarding the device identifiers. Therefore, the following fields are being updated accordingly. Section d1 - brand name: unfolder platinum 1 series; section d4 - model number: 1mtec30; section d4 - catalog number: 1mtec30; section d4 - lot number: cm32851; section d4 - primary unique device identification (UDI) number: (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.